Event description:
Product analysis (pa) was completed on the suspect generator. The alleged "reed switch failure - reed switch closed" was verified in the pa lab. The device output signals were monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. The generator showed signs of variation in the output and magnet signals after the magnet was applied to the pulse generator. The magnet was applied to the pulse generator for approximately 35-minutes and then removed from the pulse generator. After the magnet was removed from the pulse generator the outputs (output or magnet) did not resume, indicating a closed reed switch. Prior to the magnet being applied to the pulse generator, the output signals demonstrated the expected level of output and magnet currents. A comprehensive automated electrical evaluation showed that the device did not perform according to functional specifications. The pulse generator was opened. A comprehensive automated electrical evaluation showed that the pulse generator printed circuit board assembly (pcba) performed according to functional specifications. The reed switch (s1) was removed from the pulse generator pcba and subjected to a functional test. The reed switch (s1) performed according to functional specifications. When a magnet was applied to the reed switch (s1), for approximately 30 seconds, the reed switch (s1) continued to perform according to functional specifications. This implies that the battery posts were probably holding a magnetic charge which kept the reed switch closed, which likely contributed to the reed switch failure. No other anomalies were noted. No additional relevant information has been received to date.

Manufacturer narrative:
B1, corrected data: initial report inadvertently did not select "adverse event" in addition to "product problem" b2 outcomes attributed to adverse event, corrected data: initial report inadvertently did not include "hospitalization" and "required intervention to prevent permanent impairment/damage" codes.

Manufacturer narrative:
F10 impact code, corrected data: reporter inadvertently left off a relevant code. H2 type, corrected data: reporter inadvertently did not mark "device evaluation" on a previous report when it was applicable.

Event description:
It was reported that the patient was in the hospital due to increased seizures, and the patient reportedly could not feel stimulation. The vns was interrogated and low output current was seen. System diagnostics could not be performed due to error code 254. A generator reset was performed, and afterward the vns showed low impedance, indicating a reed switch malfunction. The patient underwent generator replacement surgery. The explanted generator was received and is pending completion of product analysis. Device history record was reviewed for the suspect generator. The device passed all quality control measures and no unresolved nonconformances were found prior to distribution. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The most likely potential contributors identified were extended exposure to external magnetic fields leading to sticking of the reed switch blades as well as magnetic field remanence effects of the nickel elements of the battery allowing sufficient residual magnetic field to hold a reed switch in a closed state even after removal of the external field. Additionally, based on prior similar events on older model ipgs, mechanical trauma that affects reed switch gap spacing is considered an additional possible contributor. No additional relevant information has been received to date.